Event description:
Paramedics were called because customer had high blood glucose levels and diabetic ketoacidosis. Customer stated he did not remember bolus showing in history and stated the he became confused. Customer gave himself an injection and has an insulin sensitivity. Customer stated his low blood glucose may have been complicated by high blood pressure medication.